Event description:
Ref # imp (B)(4).

Manufacturer narrative:
Batch reviews: from the document review of the lot involved (1110480 - (B)(4) impactors produced) no anomalies were found. The failure mode is unlikely to cause pt harm, event if it can lead to add'l steps to fix the problem.